Manufacturer narrative:
Product analysis: analysis was able to confirm the programmer lost communication with the analyzer intermittently. The analyzer was unable to communicate with a known good programmer. The analyzer was returned without repair. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer and programmer were not communicating during a patient check. A different programmer was successfully used. The analyzer and programmer were returned for repair. No patient complications have been reported as a result of this event.